Manufacturer narrative:
The analyzer serial number was not provided. The investigation determined that the kit cobas 6800/8800 hiv 96t ivd reagent cassettes were performing within specifications. A comparison of reagent lots h26361 and h13710 did not reveal any significant differences in performance, and internal evaluations of kits sent to south africa did not identify any systemic issues. The observed discrepancies in viral load suppression rates were likely sample-specific. It was noted that the customer¿s analysis was based on overall trends rather than identical sample testing across systems, which limits the ability to draw definitive conclusions. Additionally, no abnormal differences were identified in the release values of the questioned lots. The investigation concluded that the product was functioning as intended, and no systemic issue was identified. A definitive root cause for the reported event could not be determined based on the available information.

Event description:
The initial reporter alleged a decrease in viral load suppression rates when using the kit cobas 6800/8800 hiv 96t ivd reagent cassettes. The issue was observed across multiple analyzers and sites in south africa, with a reported global increase in viral load results and a reduction in suppression rates for patient samples tested on the cobas 8800 platform. The customer compared results from the kit cobas 6800/8800 hiv 96t ivd to those obtained using the abbott alinity system. They noted that the proportion of low-level positive results (>50 copies/ml) was approximately 50% on the cobas 8800 platform, compared to around 70% on the abbott alinity system. Additionally, the customer reported that virally suppressed samples (<50 copies/ml) historically accounted for approximately 70% of total results but observed a decrease of 5-8% in suppression rates on the cobas 8800 platform. This trend coincided with the use of specific reagent lots, including h26361 and h13710. The customer provided data indicating that samples with titers of 50-1000 copies/ml and those over 1000 copies/ml remained stable, while the proportion of virally suppressed samples varied. The observed decrease in suppression rates was noted across multiple sites and appeared to align with changes in reagent lots.